Event description:
The pt reported that the covering of the up and down buttons of the infusion device became heavily damaged resulting in a blocked contact. She stated that she is not able to operate the infusion device due to the blocked buttons. No physiological effects were reported. She switched to her backup infusion device. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.